Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08353. All possible leads are being reported as explanted as it is unknown which lead was related to the reported issue. It was reported the patient was experiencing ineffective stimulation and stimulation in areas other than the intended location. An sjm representative met with the patient for reprogramming but was unable to provide effective stimulation coverage. X-rays confirmed the patient 's leads migrated. Additional information received identified the patient's left scs lead was explanted and replaced and the right lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.